Event description:
Reference MDR #1219856-2010-00025 for the first event involving same patient. It was reported that the perfusionist phoned the sales representative's voice mail stating that while in the operating room and during open heart surgery, the staff tried to insert an ultra 8 fiberoptic balloon, but was unable to advance the catheter through the sheath. As a result, the iab was not used. Another ultra 8 fiberoptic was requested for insertion. The perfusionist mentioned that the balloon unraveled before they could advance it through the sheath. The sales representative inquired about the staff's insertion technique and the perfusionist assured the sales representative the correct technique was followed. Additional information was received by the sales representative on 01/05/2010 when he arrived at the hospital to pick up the samples. The rn stated that the iab was prepped per instruction and that the md was able to insert the third iab without difficulty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.